Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. The expiration date is currently unavailable. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be submitted accordingly.

Event description:
This is report 2 of 3 for (B)(4). It was reported from china that during an arthroscopic rotator cuff repair procedure, it was observed that the 4.5hlx adv br anc-dyna str/bl device broke off, then removed all the broken parts. Changed to two 4.75 healix advance kntlss br devices but the same problem happened again. Another like device was used to complete the procedure. There was patient involvement. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The anchor was found broken at the proximal end. The broken fragment was not returned. A review of the batch manufacturing records was conducted on finished lot number 275l360: and no related non-conformances were identified. The overall complaint was confirmed as the observed condition of the 4.75 healix advance kntlss br would have contributed to the complained device issue. Based on the investigation findings, the potential cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; axial misalignment occurred and consequently the anchor was broken. As per IFU: improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.